Event description:
It was reported that a malfunction occurred on the pump, causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection through manual delivery of insulin and did not require third-party assistance. Tandem technical support provided information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction occurred again, which the customer acknowledged and understood.